Manufacturer narrative:
Additional devices listed in this report: catalog (g): long description (g): lot/serial #: a 5520b500, triathlon prim cem fxd bplt #5 , ahy8j. A 5510f501, triathlon cr fem comp #5 l-cem, ahd3c. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Not returned.

Event description:
Sales rep reported patient was revised due to painful knee, hot bone.

Manufacturer narrative:
An event regarding triathlon baseplate loosening involving triathlon insert was reported. Based on the information provided there is no indication or allegation that device reported in this investigation contributed to the event. The patient was revised for a loose baseplate. The insert is seated upon the baseplate and does not interact with bone and as such is not a contributor to loosening of the knee system. As part of revising the baseplate the insert would have had to be explanted. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sales rep reported patient was revised due to painful knee, hot bone. Update: "the patient fell hard on her leg after her primary surgery and said it felt hot. The fall I'm sure played a part in the loosening of the tibial baseplate which is what led to surgery".